Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that during a hip replacement procedure, the trident trial became lodged in the acetabulum. When the surgeon tried to lever the trial out, the threads stripped. There was a 5 minute surgical delay. Rep reported the procedure was otherwise completed successfully. Rep also reported that x-rays, medical records, and further information are not available due to hospital policy.